Event description:
Event description guidant received information that this implantable transvenous coronary sinus lead was explanted due to a fracture. During the procedure to remove the cs lead, this implantable transvenous atrial lead was accidentally cut. The atrial lead was cut and capped.